Event description:
It was reported that during a procedure using a carto 3 system a planned pacing procedure was unsuccessfully performed. When the user attempted to pace the quad b, all channels on the ge recording system were saturated with noise. During the time the complaint was reported the caller was not sure if the noise was also displayed on the carto 3 system. The noise was present only with active pacing. Some trouble shooting were attempted, however none of these changes resolved the noise on the recording system. Further follow-up was done, where it was confirmed that the noise occurred on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings simultaneously on both carto and ep recording systems. The physician was unable to interpret the both bs ecgs and all ic recordings due to the noise. No patient consequence was reported.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that during a procedure using a carto 3 system a planned pacing procedure was unsuccessfully performed. When the user attempted to pace the quad b, all channels on the ge recording system were saturated with noise. During the time the complaint was reported the caller was not sure if the noise was also displayed on the carto 3 system. The noise was present only with active pacing. Some trouble shooting were attempted, however none of these changes resolved the noise on the recording system. Further follow-up was done, where it was confirmed that the noise occurred on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings simultaneously on both carto and ep recording systems. The physician was unable to interpret the both bs ecgs and all ic recordings due to the noise. No patient consequence was reported. The carto 3 system associated with the reported incident was inspected by bwi service engineer. Backplane failure was found and this part was replaced. The system is now in order. The faulty backplane was sent to the manufacturer for investigation and it was discovered that the pacing connector stim_n (j17) was damaged. The device history record review was performed. No anomalies were noted in manufacturing or service of this device.